Manufacturer narrative:
H4: the lot was manufactured from october 6, 2022, to october 7, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked. The event occurred after filling the 0.9% sodium chloride and the user was priming the line. There was no patient involvement. No additional information is available.